Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Corrosion was observed on the pcb, resulting in low batteries and data loss. Because data was unavailable, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak is confirmed as the source of the internal corrosion and data loss. It could not be determined if the observed cannula tear is in any way linked to the reported alarm.

Event description:
It was reported that the patient's blood glucose level rose 400 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
Corrosion was observed on the pcb, resulting in low batteries and data loss. Because data was unavailable, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak is confirmed as the source of the internal corrosion and data loss. It could not be determined if the observed cannula tear is in any way linked to the reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.